Event description:
It was reported that the patient presented to the emergency room with bradycardia. Interrogation revealed that the right ventricular lead exhibited loss of capture and high capture thresholds. The lead was removed and replaced. The patient was stable.